Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding femoral periprosthetic fracture involving an unknown abgii modular stem was reported. The event was not confirmed. Method and results: device evaluation and results could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no other reported events for the reported lot. Conclusions: the event could not be confirmed nor the root cause of the reported periprosthetic fracture was determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The original information provided on 10/21/2013 indicated that the patient had an unknown rejuvenate/abg ii modular stem and neck implanted. At that time, the patient was asymptomatic and no adverse consequences or medical intervention were noted. Further information received on 03/18/2015 from the sales rep indicated: "the patient's right hip was being revised due to periprosthetic, greater troachcanter fracture. The doctor decided to also remove the shell to improve positioning. The liner was also explanted."

Event description:
The original information provided on 10/21/2013 indicated that the patient had an unknown rejuvenate/abg ii modular stem and neck implanted. At that time, the patient was asymptomatic and no adverse consequences or medical intervention were noted. Further information received on 03/18/2015 from the sales rep indicated: "the patient's right hip was being revised due to periprosthetic, greater trochanter fracture. The doctor decided to also remove the shell to improve positioning. The liner was also explanted."